Manufacturer narrative:
Updated fields: b4, d8, d3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and each connection on the helium line on the cart was checked. Before returning it to the facility, regular checks were made for helium gas leaks. As the leak was within the standard value per inspection, the product was found to be problem-free, so it was returned to the facility. All functional and safety test were performed. No parts were replaced this time.

Manufacturer narrative:
Due to character limitations in e1, event site name- (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was depleting helium gas more rapidly than expected. There was no harm or injury reported.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - b5, h6 (investigation findings and investigation conclusions). A getinge field service engineer (fse) evaluated the unit and each connection on the helium line on the cart was checked. Before returning it to the facility, regular checks were made for helium gas leaks. As the leak was within the standard value per inspection, the product was found to be problem-free, so it was returned to the facility. All functional and safety test were performed. No parts were replaced this time.

Event description:
The customer reported that during use the cardiosave intra-aortic balloon pump (iabp) was depleting helium gas more rapidly than expected. There was no harm or injury reported.